Event description:
It was reported that during a peripheral transluminal angioplasty treatment procedure, the tip of the guide wire broke off inside the patient's body. The target lesion was located in the severely tortuous and "heavily" calcified peroneal artery. The artery was noted to be "shut down". The physician advanced a non-bsc support catheter into the target lesion. After, a 300cm v-14 controlwire guide wire was advanced and resistance was encountered upon introduction of the device into the support catheter. The physician forcefully advanced the device into the lesion that it prolapsed into the artery. As it was retracted, a black line was seen in the angiogram. And as it was inspected, the distal outer coil of the guidewire was noted to have "sheared off". The broken part of the device was left inside and no intervention was made to remove it. The procedure was completed using a different device and no patient complications were reported. The patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. He most probable root cause was unable to be determined. (B)(4).